Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead demonstrated noise on the pace/sense channel of the lead. The pace/sense channel was capped and replaced with a brady lead. There were no adverse events reported for this patient.